Event description:
Steris corporation received a report on october 20, 2006, that a system 1 sterile processing system had experienced sterilant fluid leakage due to a seal that failed during processor operation. The sterilant use dilution leaked onto the counter and the floor of the gi lab. In response to the fluid spill, a hospital supervisor directed several hospital employees to assist in the cleanup efforts. The facility reports that several of the employees exposed to the sterilant use dilution vapor had symptoms of coughing, watery eyes, and itchy throat, and these employees were treated by the hospital's occupational medicine department. One employee experienced vomiting and was treated in the facility emergency room.

Manufacturer narrative:
The sterilant use dilution circulating in the system 1 processor during the sterilization phase of the cycle is produced by dilution and mixing of the components of the steris 20 sterilant concentrate. These include the active ingredient (peracetic acid), and powdered inactive salts/builders which mix to produce the sterilant use dilution. This sterilant use dilution has approx a neutral ph, is non-toxic by oral and dermal administration, and has no corrosive effects on skin although dermal irritation may occur in sensitive individuals upon repeated exposure. The steris system 1 processor operators manual provides info regarding use dilution clean up, including instruction to wear protective equipment and increase ventilation when a spill occurs. To date, steris has not been able to obtain further info from a health care professional at the hosp detailing the level, extent, and/or seriousness of any injuries that may have occurred. Due to the lack of detailed info regarding the potential injuries, the treatment administered, and the seriousness of these potential injuries, steris is filling this MDR to be conservative.